Event description:
It was reported to boston scientific corporation in late 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure. According to the complainant, the device locking adapter was broken. Procedure completed with another of same corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned.. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.